Event description:
Report received via mail from risk mgr that reads: "pt sustained a laceration of the pulmonary artery a few minutes after a wedge procedure was done by the physician." Other than product identification, there was no further info in the report. Multiple messages have been left at the hosp risk mgr's number in attempts to obtain more info, no call back has been received.